Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported inaccurate measurements were observed due to possible sensor drift. The reading did not correlate with the clinical symptoms of the patient. As a result, the sensor was recalibrated through right heart catheterization. Right heart catheterization also revealed the patient experienced pulmonary hypertension.